Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the outer gasket on the 512b trocar broke. The surgeon completed the case with a new 512b. There was no consequence to the pt.